Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the device passed all baseline testing performed. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. A revision was performed and the device was explanted. Additional information received from the field representative indicated that the patient will be wearing a life vest until getting a new implant. No additional adverse patient effects were reported.